Manufacturer narrative:
At the completion of the investigation, based on the information received the following were confirmed; endoleak type iiia of the suprarenal and infrarenal cuffs, secondary procedure relining with a suprarenal and infrarenal cuff, 1 non-endologix cuff, and a non-endologix bare metal stent. Additionally there was evidence to reasonably support the following observations; endoleak type ia, sac growth, stent strut fractures of the suprarenal cuff, and possible crown separation. The most likely cause of the endoleak type ia to be device related. A clinical assessment showed that the device may have contributed to this event. Stent strut fractures likely contributed to the reported event. The most likely cause of the sac growth was determined to be a combination of procedure and device related. A clinical assessment showed that the device likely contributed to this event. Procedure-related circumstances, such as the use of antiplatelet therapy likely contributed to this event. Device related circumstances, such as the use of endoleak type ia and iiia likely contributed to this event. Clinical assessment was unable to determine additional contributing factors due to a lack of imaging surrounding the event. Devices remain implanted in the patient and were not returned, no evaluation completed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Based on the information available the root cause of the reported event is unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft. On (B)(6) 2017 the physician identified a type 3a endoleak with component separation between the infrarenal proximal extension and the suprarenal proximal extension. The physician elected to implant an additional infrarenal aortic extension, an additional suprarenal aortic extension, and a non-endologix bare metal stent to seal the endoleak. The patient is reported to be in stable condition.